Event description:
It was reported by repair work order that the patient right siderail won't latch due to a bent latching assembly and broken toprail at the latching spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.